Manufacturer narrative:
The universal surgical manipulator (usm) was returned for failure analysis, and the reported error was confirmed but not replicated. In logs, the 26004 error was found indicating manipulator brake test failed on usm1, axis2, outer pitch confirming the fault occurred in the field. The usm was installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the pitch motor module was further inspected and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that pitch motor module assembly was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that prior to the start of da vinci-assisted surgical procedure that repeated recoverable errors occurred against universal surgical manipulator (usm) 2. The caller performed a hard power cycle, but the issue persisted. The intuitive tech support engineer (tse) advised that an intuitive field service engineer will be needed to resolve the issue. The procedure was completed with a different patient side cart. The issue occurred before the ports were placed.